Event description:
It was reported the patient experienced ineffective therapy due to l5 lead fracture at the anchor. In turn, surgical intervention took place wherein the drg system was explanted and replaced. Effective therapy restored.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.